Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 07/14/2015: lot 148370: (B)(4) liners manufactured and released on 03/12/2015. No anomalies found related to the event. To date, (B)(4) of the lot have been already sold without any similar reported issue. Lot 147338: (B)(4) heads manufactured and released on 01/29/2015. No anomalies found related to the problem. To date, (B)(4) items of the lot have already been sold without any similar reported event. On 06/26/2015 the (B)(4) made the following comment: no xrays are available, no explants. There no elements to base the clinical investigation on. Reportedly, the patient was suffering from a haematoma and for this reason the double mobility pe liner/head and the ceramic small head were removed and exchanged. No comment is possible: it's a rather unusual occurrence, but the root cause is definitely unknown. On 07/15/2015 the case was closed: a final report was prepared with the information reported above and it was sent to the initial reporter.